Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that they had an older version of the personal therapy manager (ptm) but ¿now¿ they have a newer one, but it was not working right. It kept saying no devise found. Additional information was received from the patient reporting that the cause of the not working right/no device found was due to weight loss-'its flipped and painful'. The patient no had great difficulty using their personal therapy manager (ptm). Actions/interventions taken to resolve the 'no device found' included that the patient was having a new pump in december. They stated that this would be their 4th revision.